Event description:
An implant card was received reporting a generator replacement due to battery depletion and high impedance. It was not noted if high impedance was observed on the previous generator or on the new implanted generator. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Response was received from the surgeon. Per the surgeon no high impedance was seen prior and the battery level on the previous generator was at zero percent. No troubleshooting was performed during the surgery for the event and the impedance was not resolved after the generator replacement. A high impedance was observed again after the replacement surgery.